Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was deceased. It was determined during a post-mortem transmission that an alert was triggered on the day of death for the right ventricular (rv) lead for high impedance and high thresholds. Additional information related to the death and/or circumstances of death were requested but not received to date.